Event description:
It was reported that the needle filter blunt fill 18x1-1/2 packaging contaminated a sterile field prior to use. Verbatim: ¿customer reports following: the package cannot be opened in a sterile manner, due to the gluing extending to the edge of the package.¿ the client states: ¿in a sterile manner.¿ this states sterility in question and the complaint will cautiously be reported.

Manufacturer narrative:
H.6. Investigation: ten samples were received. The samples came in sealed packaging blister. They have the plastic shield. The lot# printed on is the lot# 9093554. They have the top and bottom webs fully sealed making difficult to separate them and open the packaging blister. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case both webs were fully sealed and not detected during the inspections. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle filter blunt fill 18x1-1/2 packaging contaminated a sterile field prior to use. Verbatim: ¿customer reports following: the package cannot be opened in a sterile manner, due to the gluing extending to the edge of the package.¿ the client states: ¿in a sterile manner.¿ this states sterility in question and the complaint will cautiously be reported.